Manufacturer narrative:
(B)(4) date sent: 1/12/2017. Batch # (B)(4). The following information was requested, but unavailable: did any pieces fall into the patient? No information. If yes, were they retrieved? Will all pieces be returned with the device? No information. If no, were they discarded? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a functional end-to-end anastomosis, the device was locked out at the fourth firing. The doctor kept squeezing the firing knob until it broke off. Another device was used to complete the case. There were no adverse consequences to the patient.